Event description:
Information was received from a consumer and a healthcare professional regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was experiencing pain and their device turns off. The patient stated the device has gone off at least six times. The healthcare professional reported that the batter was replaced in (B)(6) 2016 and in an appointment the following (B)(6) the patient reported to be doing well. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that nothing changed and was the same as every day leading to the device turning itself off. The patient stated that the pain started and was very bad and the charger was off. The patient stated that they had recharged the day before. The steps taken to resolve the stimulator shutting itself and the pain off and stated that just turning the device back on and checking the battery again which was fine. The patient stated that the device has been fine since then.